Event description:
It was reported that the insulin pump had air bubbles for the last 3-4 weeks. Customer's blood glucose was 15 mmol/l. Customer stated the bubbles were forming in the tubing. Customer report back and has another air bubble. Advised the customer the insulin pump would be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4)

Manufacturer narrative:
Filled a test reservoir and bolused with no unexpected air bubbles in test reservoir noted. The pump passed the displacement, rewind, basic occlusion, prime, occlusion and excessive no delivery tests. The pump had a cracked lcd window, a cracked case at the display window corners, a cracked reservoir tube lip, scratches on the reservoir tube window and cracked battery tube threads.